Event description:
It was reported that on the seventeenth minute of every hour, the device displayed noise on the atrial lead. Isometrics and pocket manipulation could not recreate the noise. The atrial sensitivity was reprogrammed to make the device less sensitive to noise. The device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.